Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: visual inspection of the returned device determined that a separation (delamination) of the ceramic post from the titanium interface had not occurred, but rather a fracture of the ceramic post. A possible cause is excessive force or over preparation. There was no lot or order number provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
The doctor indicated a fracture device. There was no serious patient injury or infection.